Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted.the reported issue was not replicated, making it non-reportable to the FDA.  As a result, no follow up emdr is necessary.  Please cancel in your database.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) had loss of helium error message. No harm reported.